Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that a rash was formed under the dressing. As no samples were returned a product evaluation could not be carried out. A clinical investigation was carried out. It was concluded: ¿the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). It was further communicated, however, that the IV 3000 was subsequently replaced, treated with medicine and the incident only lasted one day. Therefore, no further medical assessment is warranted at this time.¿ a risk management review was carried out. The risk files for this product outlines type 1 and 4 sensitisation reactions and contact dermatitis as results of toxicity of component materials found in the dressing. Therefore possible root causes may include sensitivity to the materials of this dressing. However pre-existing medical conditions may have caused the issue. A review of the IFU for this product did not highlight any instructions or details that could have caused or contributed to the reported issue. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on (B)(6) 2020, the nurse used an iv3000 dressing to fix the deep vein catheter for the patient. On (B)(6), it was complained that the patient's skin was itchy and red rash under the application. The dressing was immediately removed and gave the patient some anti-allergic drugs, which did not cause a serious impact on the patient. It was reported that the patient's skin is allergic.